Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock, and was admitted to the hospital. An interrogation of this ICD was performed, which revealed the device was in safety mode. The decision was made to program the tachy therapy off. This device was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. A location storing data related to daily measurements had been altered, which resulted in reversion to safety mode. No root cause for the memory inconsistency was determined through laboratory testing.